Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained injuries on (B)(6) 2011, (B)(6) 2017, (B)(6) 2018, (B)(6) 2019 and (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, "a bard flat mesh (device 1) was placed intraabdominally using sutures." (B)(6) 2011 - patient was diagnosed with right inguinal hernia and epigastric hernia thereby underwent laparoscopic repair of right inguinal hernia with the implant of bard flat mesh (device 2). Per op notes, "there was a large piece of mesh (device 1) in the periumbilical region. Taken down adhesions to the old mesh. Identified the right inguinal hernia, a synthetic mesh and a bard flat mesh (device 2) were placed using tacks. Incision in the supraumbilical site where the epigastric hernia was." (B)(6) 2017 - patient was diagnosed with internal hernia thereby underwent repair. Per op notes, "made a midline incision and dissected down through the mesh." (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per op notes, "extensive adhesiolysis was performed. Couple pieces of old mesh were identified. A synthetic mesh was placed." (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of previously placed multiple pieces of mesh and implant of ventralight st mesh (device 3). Per op notes, "patient had extensive scarring of middle upper abdomen. Adhesiolysis were taken down, the patient defect was quite large. The defect extended well up into the abdomen where the mesh had eventration out of the subcutaneous tissues. A ventralight st mesh (device 3) was placed into the preperitoneal space using sutures." (B)(6) 2022 - patient was diagnosed with bowel obstruction thereby underwent lysis of adhesions. Per op notes, "midline incision was made, identified the mesh (device 3) and there was a fair amount of ascites that leaked out. Adhesions were taken down."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol bard flat mesh (device 1) and bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). Additional emdr's were submitted to represent the bard flat mesh (device #1) and bard flat mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2011 and/or (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained injuries on (B)(6) 2011, (B)(6) 2017, (B)(6) 2018, (B)(6) 2019 and (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.